Event description:
It was reported that the patient had difficulty inflating his inflatable penile prosthesis to a full erection. The device was tested and there appeared to be no leak. The patient underwent surgery and the pump was replaced. There were no patient complications.